Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarm occurred. The customer's blood glucose level was 291 mg/dl. Customer changed cartridges to address the issue.